Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event, the laser was successfully verified prior to the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A technician reported a patient with a corneal abrasion of the left eye six days after photorefractive keratectomy and one day after the contact lens was removed. The patient complained of pain and blurry vision. A bandage contact lens was placed. Upon additional follow up it was reported the symptoms resolved one week following onset and normal follow up was resumed. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.